Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a shutdown during therapy (medication, programmed amount and delivery rate unknown) without user input. There was no patient injury or medical intervention associated with this event. Inn attempt to resolve the issue, the biomed reviewed the event history log for further information. The biomed noted intermittent power when the battery module was "wiggled" while installed on the device. He also stated it appeared the pads of the module seemed recessed. No additional information is available.